Event description:
During review of the event history log it was determined that the device was falsely alarming for downstream occlusions. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the lower pressure plate had damage. This part is a known is a known contributor to false downstream occlusion alarms and has been replaced.